Manufacturer narrative:
Device model number, catalog number, lot number, expiration date, UDI unavailable. Device 510k number unavailable because device lot number is unavailable. Device manufacture date unavailable because device lot number is unavailable.

Event description:
A philips representative received word on 01 may 2020 that on (B)(6) 2020, an urgent lead extraction procedure commenced to remove three leads: a right atrial (ra), right ventricular (rv) and left ventricular (lv) lead due to infective endocarditis. A pre op transesophageal echocardiography (tee) suggested a 2.8cm ra lead associated vegetation. With use of a spectranetics tightrail rotating dilator sheath and lead locking devices in each lead to act as traction platforms to aid in extraction, the lead extraction procedure was successful. Immediate tee revealed persistent vegetation remained within the patient's right atrium, despite extraction of all lead material. Following reversal of anesthesia, the patient suffered a cardiac arrest, pulseless electrical activity (pea). Following restoration of circulation, massive intravascular thrombus formation was demonstrated initially in the patient's right atrium, right ventricle, pulmonary artery, and subsequently in the patient's left atrium and left ventricle. Intravenous thrombolysis was administered and the patient was transferred to ICU. The patient subsequently developed progressive disseminated intravascular coagulation (dic) and inotrope resistant hypotension and died later that evening. This report is being submitted due to vegetation being present on the ra lead, spectranetics devices being in use during lead extraction, and resultant thrombus post extraction. There was no alleged malfunction of any spectranetics devices in use during the procedure.